Event description:
A prodisc-c was removed from a pt at c5-c6 and exchanged with a larger implant because the prosthesis was too small for the pt's anatomy.

Manufacturer narrative:
This info was not provided during initial report nor on the completed questionnaire. No investigation could be performed, no conclusion could be drawn as no device was returned.